Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and there was no damage. During inspection, it was found corrosion on interconnect circuit board. The customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The cause of the reported issue was due to corroded interconnect circuit board. The defected parts were replaced and recalibrated all sensors. The device passed all functional testing after repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery was not working. Battery not communicating errors with multiple batteries. No additional information provided. The event occurred during testing.